Event description:
The customer reported that the system displayed heating errors. Further info was received from the fse indicating that the system failed to allow fluoroscopic exposure. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The kv controller pcb and heating pcb assemblies were evaluated and replaced. The system was tested and found to be working as intended and returned to service.